Event description:
It was reported that a vns pt experienced an increase in seizures. Information from the treating neurologist indicated that system diagnostics were within normal limits at the time of the seizure increase. Furthermore, the pt underwent generator replacement surgery and at the moment the relationship of the increase in seizures to vns therapy is unk as good faith attempts to obtain additional information have been unsuccessful to date. Currently the product was returned to the manufacturer and is undergoing product analysis.